Event description:
Literature was reviewed regarding a 62-year-old female patient who underwent mitral valve repair using a medtronic 32mm profile 3d annuloplasty ring. It was reported that post implant, the patient presented with progressive exertional dyspnea. A transthoracic and transesophageal echocardiography (tee) performed revealed central grade 3 mitral regurgitation and a decline in left ventricular ejection fraction (lvef) from 35% preoperatively to 25%. It was reported that a valve-in-valve replacement was performed with a non-medtronic transcatheter valve. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: suat görmel., et al. Mitral valve-in-ring in a patient with medtronic profile 3d complete rigid ring. The anatolian journal of cardiology 29(9):514-516. 2025. 10.14744/anatoljcardiol.2025.5300. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.